Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was outside clinical use at the time of the reported event. The field service engineer (fse) identified an issue with the suite-pc during preventive maintenance activities. The fse reinstalled the suite-pc software to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.